Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 4:311, stopping the channel. It is unknown when or at what point in the process the reported condition occured. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 4:311. The root cause could not be determined. The user interface module printed circuit board replaced as a precaution. Service history review determined that the device has not been previously sent into service for the reported condition of "failure code 4:311". The user interface module master software version is 5.09.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).